Manufacturer narrative:
On (B)(6) 2019, abaxis received a call from the customer lab stating that the device yielded unexpected high potassium results compared to outside lab results. The patient was sent to the emergency room and was redrawn. An investigation showed that the lab did not run controls on either lot and stated that they did not know they needed to run controls. A review of the batch record showed that there were no issues with potassium in manufacturing and the lot met all release criteria. The lab has not experienced any high potassium results on any other patients prior to or after reporting this complaint. The device remains at the customer site and no further actions were required. This call was originally one issue that was split due to multiple panel lots (9195ab1, and 9205ab6). This MDR addresses (B)(4). This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-(B)(4) observations received on august 22, 2019.

Event description:
The customer that the device yielded unexpected high potassium results compared to outside lab results.